Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not clip onto the plastic test tube. The instrument was found to have a cracked clamping pulley. Signs of corrosion/contamination were found on the instrument bearings. Pitch/grip input disk bearings exhibited orange discoloration. Improper cleaning during reprocessing most commonly causes this type of failure.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the wheel of the clip applier would not turn. The procedure was completed and there was no patient injury.